Manufacturer narrative:
(B)(4). The complaint bc190 flexitrunk infant nasal tubing is currently en route to fisher & paykel healthcare in (B)(6) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the tubing of a bc190 flexitrunk infant nasal tubing was torn. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the bc190 complaint device was received by fisher and paykel healthcare in new zealand and was visually inspected. Results: visual inspection revealed a tear in the breathable film between the 1st and 5th spiral near one of the circuit end connectors. A lot check could not be performed as no lot number was provided. Conclusion: the observed damage appears to have been caused by excessive rough handling of the bc190 tubing. All bc190 flexitrunk infant nasal tubing devices are pressure tested for any leaks and occlusion present in the interface, and those that fail are rejected. In addition, the interface is visually inspected prior to distribution. This suggests that the damage occurred after the subject nasal tubing was released for distribution. The user instructions that accompany the bc190 state: "use caution when positioning or disconnecting the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the tubing of a bc190 flexitrunk infant nasal tubing was torn. This was found prior to patient use.